Manufacturer narrative:
The investigation determined the issue was likely related to the operator. The reagent and system were not processed correctly. Maintenance actions were not performed properly by the operator. Additionally, a sample mismatch was suspected as the operator does not have a barcode system and manually identified the sample, which likely led to human error.

Manufacturer narrative:
The reagent lot number was 83940601 with an expiration date of 31-jul-2026. Calibration and qc data around the time of the event have been reviewed and are inconspicuous and within acceptable ranges, respectively. Therefore, a general reagent/instrument issue can be excluded. The field service engineer (fse) found that an expired reagent (a1cd2) was used, and the operator maintenance was not performed. The fse changed the reagent, performed preventative maintenance activities, decontaminated the sample probe, replaced the reaction cells and halogen lamp, and cleaned the water path. The fse then performed a new calibration, qc run, and hardware check with acceptable results. The module was confirmed to be running back in specification. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application result for a patient sample tested on a cobas 4000 c311 stand alone system. The initial result was 10.07%. The repeat result was 5% on another platform (tosoh g8). (B)(6) 2025: a new sample was obtained and repeated on the c311 and the result was 10.08%. It was indicated that the repeat result of 5% was more compatible with the patient's history.